Event description:
It was reported by the patient's family member that the patient alert sounded and when the patient had the device checked all of the device data had been cleared prior to (B)(6) 2012. The patient's family member is concerned about the malfunction. Additional information was received from the physician's office. It was stated that the later the patient heard was probably due to the device resetting and the device has reset on two different occasions. The device had been reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned to the manufacturer, analysis of the device memory indicated the electrical reset alert.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.